Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit was faulty and could not be used. There was no patient involved.

Manufacturer narrative:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was faulty and could not be used. The engineer went to the site for inspection and determined that it was a compressor failure. A quote has been given to the customer. No patient involvement. A getinge field service engineer (fse) stated they won't pay for the parts. This system has been put in the warehouse by the customer. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : this system has been put in the warehouse by the customer.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).